Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. Although the starclose se device clip deployed in the artery and achieved hemostasis, manual compression was applied prophylactically. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. Patient obesity.

Manufacturer narrative:
(B)(4). Evaluation found the device was returned fully clip-deployed and the returned condition substantiated the reported experience. Inspection of the returned device suggested that the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported; however, consistent with the reported experience, we found that the access ports and safety release mechanism were utilized to facilitate the device removal as indicated in the device instructions for use (IFU). The safety release button was dislocated and not considered a failure mode of the device due to an attempt of retracting the locator wings to remove the device. Although the device was removed from the patients anatomy, one of the wings was detached from the distal retaining ring, but remained securely attached within the locator. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. No manufacturing or quality issue was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot.